Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited scope communication error b30 and foreign material in the control section during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found ultrasound plug unit was not good, causing error e315 (non-compatible endoscope).the crystallization was found over light guide plug, control body and the scope connector. Based on the results of the investigation, although the reported issue was not confirmed, it is likely that the electrical contacts of the video connector and scope connector experienced contact failure due to physical stress, leakage, or dirt. In this case, it seems that the main cause is a temporary contact failure caused by leakage, corrosion, or physical stress in the scope connector. The root cause of customer reporting b30 error could not be specified. Based on the results of the investigation, the type of the foreign material could not be identified. It was unknown whether the user conducted reprocessing in accordance with instructions for use or not. Therefore, the root of cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.